Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a discrepancy in reading between sensor glucose value and blood glucose value. The customer reported blood glucose value of 55 mg/dl and was assisted with immediate family members by giving orange juice. The event involved product(s) 78893-01, mmt-431ag, mmt-342, mmt-1884. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event. It was also confirmed that the customer received insulin flow block alarm during this event and also the discrepancy between the sensor glucose value of 73 mg/dl and blood glucose value of 106 mg/dl no further patient complications were reported. The products 78893-01, mmt-431ag, mmt-342, mmt-1884 will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.